Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the pulse generator header. Eventually the lead was inserted by using silicone oil. The device function was good.